Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject device and confirmed the followings; crack of bonding part of the bending section cover .insufficient angulation of the bending section. Play of the angulation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This follow-up report is being submitted to correct the initial report. Corrections on the initial report were made as follows. E4: blank to no information. G3: blank to user facility. H3: no to yes.